Event description:
It was reported that the left screen on the 9600+ sys went blank and the tracking seems to be slow. It was noted that the sys will stay a max technique for a "long" period before it would go to lower technique. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Replaced sys software (version 15 to version 18) and the image function pcb. The sys was tested and found to be working as intended and placed back into svc.